Manufacturer narrative:
(B)(4). The complaint is reported by a distributer in (B)(6) on behalf of the customer. Distributer address: (B)(4). The product is not cleared or commercialized in the us. The customer was attempted to be provided with a replacement meter and test strips on (B)(6) 2016, however the customer refused replacement. The customer declined to provide any additional information and will no longer use the product. The manufacturer received and reviewed the complaint. The customer refused to provide additional information including the meter serial number and test strip lot# - unable to perform investigation. Based on initial communication and despite several attempts by the manufacturer, we do not expect to receive any additional information from the patient at this time. Since the customer did not provide information about the test strip lot# or meter serial number, the manufacturer is unable to perform preliminary investigation of retain samples. Most likely underlying root cause of malfunction: user's test strip had poor storage or strip issue.

Event description:
(B)(6). Customer from (B)(6) reported to the distributer on (B)(6) 2016 the following complaint: on (B)(6) 2016: I have been using the true you mini now for the best part of 5 months. I am unsure how long it has been giving me false readings. These readings made me believe my blood sugars were well controlled. The past week it instructed me of varied hypoglycaemic episodes which I treated as and when required. Last week I was rushed to hospital after taking my ketone levels on my a different meter. I was taken to high dependency with dka. On (B)(6) 2016: I am type 1 insulin dependent and have landed back in hospital. The ketones are taking time to disperse.